Event description:
In 2008, the pt reported that during the summer, she had issues with the adhesive of her infusion sites not sticking and she experienced skin infections. She stated that she changes the infusion site every 3 days and the infusion tubing every 6 days. She cleans the area with IV prep wipes and/or alcohol and she allows the area to completely dry. She was not able to provide specific dates of incidents and she did not have product info. She stated that two times the infusion site became infected and she developed an abscess. Both times she was prescribed an antibiotic by her physician. No blood glucose issues were reported. No product was available for return.

Manufacturer narrative:
No product will be returned for evaluation.